Manufacturer narrative:
D4: lot# is unknown g2: country of the event is japan. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having kyphoplasty at l2 for compression fracture. It was reported that although the procedure took some time, careful imaging allowed for proper access to the ideal location. Gradual balloon expansion was performed, and when expanded up to 2 ml, the area in front of the vertebral body felt hard, causing the balloon to expand toward the ventral side. Since further posterior expansion was desired, the balloon was once deflated, slightly withdrawn, and then re-inflated. However, the posterior side remained hard, and the balloon again expanded toward the front. Informed the physician that the balloon was expanding anteriorly, and because the pressure distribution was uneven, will be sure to communicate carefully during further expansion. After expanding up to 3 mm and confirming, the pressure in the left balloon dropped shortly thereafter, and imaging suggested it had ruptured. Cement was already being prepared, and when deflating the balloon, it was done quickly, so the leaked contrast agent could be suctioned out. Imaging showed only a small amount of contrast agent remaining at the anterior aspect of the vertebral body, which was not problematic. So cement was injected as is and the procedure was completed without issues. There was no patient symptom reported. There were no further complications reported regarding the event.